Manufacturer narrative:
This is 1 of 2 reports (1st MDR).

Event description:
It was reported that during the procedure at the m2 segment, the subject stent failed to open, and the subject device was replaced. No additional information available.

Event description:
It was reported that during the procedure at the m2 segment, the subject stent failed to open, and the subject device was replaced. No additional information available.

Manufacturer narrative:
Section c2/d10: concomitant products grid: updated. Section e1: initial reporter first name: updated. Section e1: initial reporter last name: updated. Section e2 health professional and e3 health professional occupation: updated. Section g2: initial reporter type: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The patient¿s anatomy was reported as 'slightly tortuous'. However, the physician did not feel that the anatomy and/or location of the intended area of treatment may have contributed to the reported event. The stent was not implanted. Instead, it was removed from the patient. It was reported that 'during use deploy stent doesn¿t open and the physicians change to use the second stent not open same'. In the follow-up gfe responses the user noted that the stent delivery system was able to be advanced to the lesion without any resistance noted. It was only when the stent was being deployed that it was not possible to pull back the outer catheter to deploy the stent. The stent appeared to be stuck inside the outer catheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to as reported events 'stent failed/unable to open' and 'stent delivery catheter friction'.